Event description:
Received an electronic report from a peritoneal dialysis rn. The rn initially reported a catheter was placed on pt at unit. The pt went home and doing started an exchange when a pin size hole in the extension set was found. The rn was contacted for additional info on this event. It has been learned, that the rn had changed the old extension set on this pt by placing this stay safe catheter extension set in 2008. Once the new set was applied by the nurse, the pt went home. Later, while performing their exchange, the pt had noticed a pinhole on the set, approx 2" from the end. The pt called the rn and returned again to the unit. The rn applied a new catheter extension set. Also, the pt given a prophylactic dose of vancomycin intraperitoneally. There is no report of further injury or ill effect from this event to this peritoneal dialysis pt. The pt reportedly is able to continue peritoneal dialysis as prescribed. The rn has saved the sample for an evaluation.